Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: product ID: 9735560, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft neuro tissue ablation procedure. It was reported that saline was leaking from the tubing. It was reported that there was evidence of clogging at the tubing junctions. The catheter side of the tubing was replaced to continue with the procedure. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome.